Event description:
It was reported high impedances measurements. Electrode impedance measurement was 1579 and current 12 a for programmed pair (0-, 3+). Patient was programmed at 3.6v, 185hz and 60 pw. Impedance issue was on the left side implant. A year ago, measurement in the left side was 1485 and current 32 a. Patient complained of gradual tremor on that side, but tone is "good". It was hard to tell if possible loss of therapy was related to high impedances due to patient's gradual disease progression. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3389-40, lot# j0454615v, implanted: (B)(6) 2006, product type: lead. (B)(4).